Event description:
This event was captured based on literature review: percutaneous angioplasty of long tibial occlusions in critical limb ischemia. It was reported that a single center study identified 34 patient with 49 occluded tibial arteries received treatment from (B)(6)2011. The study showed one year clinical patency results after balloon angioplasty in patients with critical limb ischemia and long tibial lesions. 17 failure to cross; 04 no tibial flow; 01 tibial artery rupture; 03 residual stenosis; 01 calf hematoma after perforation; 02 dissection; 01 myocardial infarction (mi); no additional information was provided.

Manufacturer narrative:
(B)(4). Date of event estimated based on date the study was completed. As this is from an article, no relevant patient information (age, weight, gender or medical history) were provided. There was no reported device malfunction and the product was not returned. The reported patient effects of intimal dissection, hematoma, myocardial infarction, perforation, ischemia and stenosis are known observed and potential patient effects as listed in the armada 14 percutaneous transluminal angioplasty (pta) instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Article attached: percutaneous angioplasty of long tibial occlusions in critical limb ischemia. The hi-torque pilot and ht winn referenced is being filed under a separate manufacturing report number.